Manufacturer narrative:
Covidien reference number (B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. There was no patient involvement. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.